Event description:
It was reported that the bd alaris¿ secondary set disconnected from the drip chamber during antibiotic administration. The following information was provided by the initial reporter: isd - 1008009 - quality complaint ¿ out of the box; no patient injury reported. Tubing disconnected from the drip chamber during antibiotic administration. Occurred approximately after 2 mins in use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-dec-2022 h6: investigation summary one sample was received for quality investigation. The customer complaint of connect issue was not verified by investigation. The failure mode of separation was verified after inspection of the sample. Visual inspection of the sample received showed that the tubing had separated from the drip chamber outlet port. A device history record review for model 11448964 lot number 22063044 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issue seen in this complaint is a lack of solvent between the drip chamber outlet and the infusion set tubing at the union location.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set disconnected from the drip chamber during antibiotic administration. The following information was provided by the initial reporter: isd - 1008009 - quality complaint ¿ out of the box; no patient injury reported. Tubing disconnected from the drip chamber during antibiotic administration. Occurred approximately after 2 mins in use.